Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 20-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("right device was missing / did not appeared in abdomen"), thyroid adenoma ("follicular thyroid adenoma") and cardiac myxoma ("left atrial myxoma") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient was found to have blood pressure decreased ("drop in blood pressure during essure insertion") and experienced procedural dizziness ("dizziness during essure insertion") and complication of device insertion ("the left device was impossible to insert as patient presented drop in blood pressure"). In 2016, the patient was found to have thyroid adenoma (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced tension headache ("high tension-neurology headache"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain ("pain in whole body"), alopecia ("hair loss") and headache ("headaches") and was found to have cardiac myxoma (seriousness criterion medically significant). The patient was treated with surgery (hemi-thyroidectomy on (B)(6) 2017, surgery in fallopian tubes ("annulled ") on (B)(6) 2018 and unspecified surgery on (B)(6) 2018). At the time of the report, the device dislocation, procedural dizziness, complication of device insertion, thyroid adenoma, pain, alopecia and headache outcome was unknown. The reporter considered alopecia, blood pressure decreased, cardiac myxoma, complication of device insertion, device dislocation, headache, pain, procedural dizziness, tension headache and thyroid adenoma to be related to essure. The reporter commented: on (B)(6) 2015 right essure was inserted; the left one was impossible as patient presented a drop in blood pressure (recorded only as simple dizziness according to patient). Left device was inserted on (B)(6) 2016. Patient had surgery in fallopian tubes scheduled for (B)(6) 2018 but no performed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: control check for right essure performed in unspecified date, device was missing as radiologically did not appeared in abdomen.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("right device was missing / did not appeared in abdomen"), thyroid adenoma ("follicular thyroid adenoma") and cardiac myxoma ("left atrial myxoma") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient was found to have blood pressure decreased ("drop in blood pressure during essure insertion") and experienced dizziness ("dizziness during essure insertion") and complication of device insertion ("the left device was impossible to insert as patient presented drop in blood pressure"). In 2016, the patient was found to have thyroid adenoma (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced tension headache ("high tension-neurology headache"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain ("pain in whole body"), alopecia ("hair loss") and headache ("headaches") and was found to have cardiac myxoma (seriousness criterion medically significant). The patient was treated with surgery (hemi-thyroidectomy on (B)(6) 2017 and unspecified surgery on (B)(6) 2018). At the time of the report, the device dislocation, dizziness, complication of device insertion, thyroid adenoma, pain, alopecia and headache outcome was unknown. The reporter considered alopecia, blood pressure decreased, cardiac myxoma, complication of device insertion, device dislocation, dizziness, headache, pain, tension headache and thyroid adenoma to be related to essure. The reporter commented: on (B)(6) 2015 right essure was inserted; the left one was impossible as patient presented a drop in blood pressure (recorded only as simple dizziness according to patient). Left device was inserted on (B)(6) 2016. Patient had surgery in fallopian tubes scheduled for (B)(6) 2018 but not performed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: control check for right essure performed in unspecified date, device was missing as radiologically did not appeared in abdomen. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.